Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a (B)(6) male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant in japan had impella cp support for the patient admitted pre-percutaneous coronary intervention (pci¿). The team observed an automated impella controller (aic) alarm. The controller alarm prompted the team to replace the aic. No harm or injury noted.

Manufacturer narrative:
The investigation into the aic - loss of opm data has been completed since the original report was filed. The console was returned for investigation and was tested upon return. Console logs from the reported day of event are consistent with complaint and show two instances of controller error alarm and three more instances of event 1045 (with no corresponding alarm due to duration < 2 minutes). It's been determined that this issue is a known pattern failure caused by a temporary loss of optical placement signal. The cause of the issue was not determined since the issue could not be reproduced.